Event description:
Table will not move in any direction. Tube and image intensifier are misaligned and park arm is retracted. Every table motion yields a hardware error, possible collision alert with the code of the function being pressed.

Manufacturer narrative:
Customer did not request covidien service engineer site visit. Customer troubleshoot system with covidien tech support via phone. Covidien tech support advised customer the transducer amp pcb's as the common factor to all movements was 24v. Tech support assisted customer in troubleshooting the problem to the 24v dc power supply. Check on the output of the 24v dc power supply found no output to be measured. Customer replaced the power supply and reports the power supply replacement has resolved the issue. System is fully functional.